Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, 38mm in length target lesion was located in the moderately tortuous, severely calcified, and 3.0mm in diameter left anterior descending (lad) artery. A 3.0x38mm promus element long drug-eluting stent was advanced but failed to cross the lesion. After withdrawal, the proximal edge of the stent strut was lifted up. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts in the middle of the stent that were stretched and bent. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile. A visual and tactile examination found a kink at the midshaft at the distal end of the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, 38mm in length target lesion was located in the moderately tortuous, severely calcified, and 3.0mm in diameter left anterior descending (lad) artery. A 3.0x38mm promus element long drug-eluting stent was advanced but failed to cross the lesion. After withdrawal, the proximal edge of the stent strut was lifted up. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.